Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping indicating there was a speaker malfunction. It was asked, but unknown if there was sound from the speaker or not. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The device was returned to the philips authorized repair facility for evaluation. Upon receipt of the device, it was visually inspected. Results of visual inspection identified pry marks on the side of the bezel, the speaker connection was missing and wires appeared to be glued to the system pca. It was also noted that the label was not a genuine philips label. The product malfunction was unable to be confirmed because there was evidence the device had been opened and modified/repaired outside of a philips factory/repair bench, so the device was returned to the customer unrepaired. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.